Manufacturer narrative:
No device, event history log or error log was returned for investigation. The most probable but unconfirmed root cause of the reported issue could be due to speaker not working as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarms primary audible alarm background test. No patient injury reported.